Event description:
Medtronic received information that 5 years following the valve-in-valve implant of this transcatheter pulmonary valve in another transcatheter pulmonary valve to treat increased right ventricular outflow tract (rvot) gradient with stenosis, the patient was reported to have another increase in gradients and stenosis. Subsequently, both valves were explanted and replaced.

Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusion can be made regarding the clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.